Manufacturer narrative:
(B)(4). Medical products: unknown tibial component catalog # unknown lot # unknown. Unknown articular surface catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001822565-2021-02153, 0001822565-2021-02154.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient reported stitching was very tight and the outside dissolvable stitches got infected and required a surgical cleaning with regular re-stitching. The original stitching caused liquid effusion and pain in left inside of knee cap from underside of right knee. The surgery caused tendonitis cramping plantar facitistis. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.